Manufacturer narrative:
The investigation was carried out visually. According to the statement of the r&d department, the forceps are according to the qstd standard ((B)(4)). "The slight misalignment between the toothing is a visual defect. There are no additional risks for the patient or user." Batch history review: the device quality and manufacturing history records have been checked for all available lot numbers. The device history file has been checked and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from these batches. Conclusion and root cause: based on the information available as well as a result of our investigation the instruments are according to the specifications. Corrective action: according to sop (B)(4) a CAPA is not necessary.

Manufacturer narrative:
(B)(4). Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that details of an incident of a device test consist of burrs/fragments and gaps on the serrations. All medwatch submissions related to this report are: 9610612-2017-00127, 9610612-2017-00128, 9610612-2017-00129, 9610612-2017-00134.